Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed by the manufacturer service technician, who noted that the driveshaft bearing was damaged. A damaged driveshaft bearing can cause the reported event of overheating.